Event description:
Boston scientific received information that this right atrial lead was surgically abandoned during a normal device replacement due to pacing impedances greater than 2000 ohms. It was suspected that a lead fracture was the cause of the high pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. No further information is available. This report will be updated if more information becomes available.